Event description:
Home pt service representtive reports three minicap disconnect caps in which leaking iodine was detected during setup. No pt injury or medical intervention was indicated at the time of the initial report.